Event description:
It was reported that the spectra penile prosthesis device was removed due to patient dissatisfaction; "too floppy, had difficulty having intercourse." An ams700 device was implanted. There were no patient complications reported as a result of this event.